Event description:
It was reported that the patient complained of syncope and lightheadedness when lifting arms above the head or bending at the waist. Interrogation revealed that noise on the ventricular lead inhibited pacing. On (B)(6) 2010 lead fracture due to crush or friction with the atrial lead was identified. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.